Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarm occurred. Change the pump supplies to address the issue. Customer's blood glucose (bg) was "high" on the continuous glucose monitor. Elevated bg was addressed by manual insulin injection. Reportedly, the customer's mom called the paramedics for the elevated bg, vomiting, passing out, and high ketones. Ketone levels were identified as life threatening by health care provider. Customer went to emergency room and was admitted to the intensive care unit. According to the hospital the bg was "critical value" with results sent to lab to determine exact value and the lab determined the bg to be at least above 436 mg/dl. Customer was treated intravenously with insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem customer technical support to gather additional information, however no response was received.